Event description:
The reporter stated that the trilogy pump failed to alarm air in cassette. The nurse discovered air in line through the cassette.

Manufacturer narrative:
The pump alerted air-in-cassette properly during testing. The customer indicated that the pump was set to deliver 10cc in 30 mins. Medex determined that at the parameters used in this event, it would take approx one hr for air to enter the line and reach the cassette. Medex also determined that air would not be able to go past the cassette while the cassette was located in the pump. It is possible that the nurse, realizing approx one to one and one half hrs after the start of the infusion that the pump did not alert bottle occlusion when nurse has anticipated it would, discovered that air had entered the line and had just reached the cassette. Nurse then disconnected the set from the pt and proceeded to remove the cassette from the pump before the pump could alarm air-in-cassette. The removal of the cassette from the pump would allow the air present in the cassette to flow into the pt side line. Medex was unable to confirm this issue but was able to determine a probable cause. Based on this info medex believes that no add'l action is necessary at this time. Medex considers this MDR closed with this report.